Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Due to the bg level the customer lost consciousness. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance from emergency medical technicians to give glucagon shots and consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown; however, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.